Manufacturer narrative:
Follow-up # 1 ¿ (10/02/2014). The lay user/patient¿s products have been returned, and were evaluated on 09/30/2014 by lifescan product analysis with the following findings:the test strips were also tested and the reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. Results of 238mg/dl, 143mg/dl, 123mg/dl and 132mg/dl were obtained using the subject meter, all results within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.